Event description:
Caller reported that after changing the cartridge, he was unable to resume insulin. There was no adverse impact to the customer's blood glucose level. Technical support verified that all load and alert histories were normal and guided the caller through reloading the cartridge, which resolved the issue, allowing the customer to successfully resume insulin administration without requiring additional assistance.